Event description:
A premature infant born at 28 weeks gestation received excessive oxygen pressures while being ventilated by an infant resuscitation bag inside a transport isolette shortly after birth on 8/17/95. The infant resuscitation bag was disconnected from the infant's endotracheal tube within 3-4 seconds following the commencement of ventilation. Resuscitation efforts were immediately begun and the infant was successfully resuscitated. As a result of the excessive pressures, the infant sustained bilateral pneumothoraces and a pneumopericardium. Thereafter the infant remained on mechanical ventilation until her death on 12/20/95. The cause of death was determined to be bronchopulmonary dysplasia with cardio respiratory failure. Following an investigation, it was determined that the likely cause of the excessive pressures was that the oxygen tubing was connected to the port intended for the pressure monitor, while the pressure monitor tubing was connected to the oxygen port.